Event description:
On (B)(6) 2025, customer reported two specimens with elevated blood lead results (4.1 and 4.3 g/dl) with leadcare ii. Repeat testing using the same kit and instrument produced results < 3.3 g/dl. Retesting was not performed using the same treatment buffer reagent. The patient's hands were rewashed prior to recollection, and capillary samples were obtained. These specimens were not sent for venous confirmation testing. The customer indicated testing was performed using kit lot 2524m-03, which had previously been returned to the manufacturer for evaluation. Technical support attempted to contact the customer and left a message. On (B)(6) 2026, the customer reported an additional specimen result of 4.4 g/dl. This specimen was sent for confirmation testing and resulted < 1 g/dl. The confirmation result was entered directly into the patient record and could not be provided to technical support. Technical support requested clarification regarding which kit lot was used for testing the reported specimens. Ts sent replacement instrument to custumer.